Manufacturer narrative:
No lv lead revision was planned. The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead had received an inappropriate shock for rapid conduction of atrial fibrillation (af). Upon interrogation, the lv lead pacing threshold measurements had increased and the physician believed the lead had dislodged due to the delivered shock. The pacing output was increased. No adverse patient effects were reported.